Event description:
On (B)(6) 2011, it was reported that the patient received a shock. Interrogation showed possible output circuitry damage. Only the defib portion of the lead was active at the time of the event; however, it is now fully capped.